Manufacturer narrative:
According to available info this inflatable penile prosthesis was removed on 10/4/96 due to "leakage of pump." Add'l info stated that leakage was noted in reservoir. A resipump and two cylinders were returned for eval. No implant info was provided. Requests have been made for add'l info surrounding incident; however, to date requested info had not been received. Without requested info, qa is precluded from commenting on events surrounding incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of returned components revealed a separation/leakage site in resipump bladder. This is only site of leakage. Examination of surfaces of separation revealed markings indicating contact with sharp instrumentation. Because these components were released according to mfg and quality control procedures, qa concluded that observed damage occurred subsequent to device packaging being opened. Based qa's examination and limited info provided, qa concluded that observed bladder separation was only site that would have allowed "leakage of pump." However, because no implant info was provided, qa is precluded from determining sequence of event resulting in observed separation.

Event description:
The device was removed due to "leakage from the pump". As reported to co, the entire device was removed and replaced with another 2-piece inflatable penile prosthesis.